Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Based on the results of the investigation, the reported issue was confirmed and the root cause could not be specified. The investigation confirmed that there was no deviation from the instruction for us (IFU) in the reprocessing steps for the location where the foreign material remained. A review of the device history record found no deviations that could have caused or contributed to the reported issue, and the device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that inside the colonovideoscope bx (biopsy) channel had foreign material. There were no reports of patient involvement.